Manufacturer narrative:
Additional, changed, and/or corrected data: d6a, g1.

Event description:
Healthcare professional reported right side saline "flat." Healthcare professional additionally reported "tight inferolateral capsular contracture," baker grade unknown. The device has been explanted.

Event description:
Healthcare professional reported right side saline "flat." Healthcare professional additionally reported "tight inferolateral capsular contracture," baker grade unknown. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; fold creases, wear abrasion, linear opening, observed void >1 mm in non-textured, valve-to shell-bond area. The leak test and microscopic analysis was performed which identified: a linear sharp opening on radius side in the same location of crease. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp crease opening assessed as fold flaw opening.

Manufacturer narrative:
(B)(6). (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture "flat" (deflation).

Event description:
Healthcare professional reported right side saline "flat." Healthcare professional additionally reported "tight inferolateral capsular contracture," baker grade unknown. The device has been explanted.